Event description:
A consumer reported he cannot drive at night due to glare and halos following bilateral intraocular lens (iol) implant surgeries. He reported the glare and halos also interfere with hunting and fishing. One medwatch report is being filed for each eye. MFR report #1119421-2007-00063 (left eye). MFR report #1119421-2007-00064 (right eye). Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints rec'd for this lot number. Additional info was requested on 01/30/2007 by mail and by fax on 02/09/2007 and 02/14/2007 by phone.